Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510 (k) # is k093745.

Event description:
The lay reporter/ wife contacted lfs (B)(4) on (B)(6) 2011 alleging an error 4, 1, 2 and 3 on her husband's one touch verio prometer. The patient did not exhibit any symptoms or seek any medical attention due to the alleged issue. While troubleshooting the customer care advocate (cca) had the reporter press the power button and they did not receive the alleged error 1 message, cca had the reporter run a quality control test and obtained an error 5 and retested and obtained an error 4, meter was replaced and requested back. The complaint is being reported since there the alleged error messages was not resolved via troubleshooting,